Event description:
It was reported the rigid videoscope experienced a flickering image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable failure and scratched objective lens window. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the confirmed customer report of flickering image was due to the universal cable failure. The investigation findings of universal cable failure and scratched objective lens window were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that prior to use in an unspecified therapeutic procedure, the rigid videoscope experienced a flickering image. The procedure was completed with a similar device. There were no reports of patient harm.